Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged hospitalization for 30 days with IV drip, infection in mouth. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to have infection in mouth. The patient did receive medical intervention and reported to have been hospitalized with IV drip for a 30days . Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d4, e1 and h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 09, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue of infection in the mouth area. Patient also states the device was making noise and also had a smell an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed an black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacturer observed from secondary findings, broken ui knob, missing air inlet filter. The air outlet port had dust-like contamination in it. White dust-like contamination at the air inlet. Pca (printed circuit assembly) had light dust-like contamination all over the top of it especially near the ui (users interface) knob area. Light dust-like contamination on top of the blower box and throughout the bottom of the enclosure, contamination on top of the blower motor, in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer observed from the inspection of humidiier, flip lid seal had unknown contamination on it. Light white dust-like contamination, throughout humidifier enclosure. Light dust-like contamination in the water tank. Unknown white dust-like contamination on and under the heater plate, on the dry box seals, in the iso port (international organization of standardization). The contamination found in the humidifier enclosure are considered not to be in the airpath. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Manufacturer was able to get care orchestrator information from device. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.